Manufacturer narrative:
Cubby beds received an email report that a child "discovered the zipper for the sheets and therefore unzips and escapes thru the bottom". The parent asked if there are safeguards or lock clip to the zipper so child cannot undo zipper. Cubby beds responded promptly to the email explaining that each cubby bed includes 2 padlocks; one to secure the safety sheet and one to secure the tech hub zipper. And includes 3 s-clips to secure entrance doors. The parent confirmed that her sheet did not contain locking loops to secure the safety sheet zipper with a padlock. Cubby beds made eight (8) follow-up communications with the parent to obtain relevant information for the investigation and attempt to replace the broken component. Examination of the returned safety sheets confirms the locking loops were missing, confirming a manufacturing defect. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 3 contains a warning "you are responsible for providing adult supervision when using this product." Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
The parent stated the child is escaping the bed through the safety sheet. Parent stated there are no locking loops on the safety sheet to secure the padlock to safety sheet zipper. "He has discovered the zipper for the sheets and therefore unzips and escapes thru the bottom, is there a safeguard or lock clip of sort to clip the zipper so as he can not undo?" Examination of returned safety sheet confirms the locking loops were missing. There was no report of injury as a result of the event.